Event description:
The customer's mother called to report that the customer was hospitalized for high blood glucose. The customer was vomiting and had ketones. The mother stated she was treating the customer with boluses and manual injections but the high blood glucose levels continued. The customer was treated in the ER and the blood glucose went down to 496 mg/dl. The mother also stated that the customer had an ear infection. The mother could not troubleshoot during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.